Event description:
It was reported that the patient's pacemaker had an unknown miscellaneous issue. The patient condition was unknown.

Manufacturer narrative:
Further information was requested, but not yet received.